Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient has a device that works well. The next day after a spine operation putting in a "vertrice stimulator", the patient moved and was paralyzed. The neurosurgeon is being questioned regarding this and will not help them refill or even turn it off as it beeps every ten minutes. Patient wants to know if someone can come out and turn it off. Patient reported that it is irritating.

Manufacturer narrative:
D10: section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID: neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.